Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. There was no reported adverse impact to customer's blood glucose level. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.